Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. During preparation, the nurse was removing the stylette and protective covering over the stent when the stent came off the delivery balloon and remained in the stent protector. She stated she was holding the tip of the delivery system as normal. The problem occurred outside the patient and the procedure was completed with a similar sized stent. There were no patient complications, the patient is well and recovering.